Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the exp date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) precautions: visually identify both tubal ostia prior to attempting tubal access. Do not implant the matrix in one tube unless there is a reasonable expectation that the opposite tube can be accessed. To avoid possible uterine perforation and potential damage to adjacent organs when introducing the catheter into the fallopian tube: do not advance the catheter without visual guidance. Do not apply excessive force. As with any other intrauterine procedure, uterine perforation may be possible. Reference internal complaint (B)(4).

Event description:
During an adiana procedure for permanent contraception the physician had difficulty placing the matrix in one of the fallopian tubes (side unk). The physician reported the fallopian tube was very thin and very distorted and curved (almost 90 degrees). He then did a laparoscopy for the purposes of a tubal ligation on that side and saw a perforation in that tube. No treatment was needed and the pt was discharged home. On (B)(6) 2012 the physician reported he has seen the pt on follow-up and she "is doing great".